Event description:
It was reported that during an open reduction internal fixation of a bicondylar proximal tibia fracture the surgeon had to use 4 drill bits to insert one 3.5 mm cortex screw to complete the procedure. The drill bits didn¿t perform properly and broke. Extra drill bits were available and the procedure was successfully completed with no patient harm or reported delays this is report 2 of 4 for (B)(4).

Manufacturer narrative:
Additional narrative: a product development evaluation was conducted. The report indicates that the four 2.5mm drill bits, quick coupling 180mm and one right 3.5mm lcp medial proximal tibia plate were returned for the user reportedly needing four drill bits to drill a hole for a 3.5mm cortex screw. Bi-cortical drilling with the 2.5mm drill bit is required when inserting 3.5mm cortex screws into the distal portion of the medial proximal tibia plate. The technique guide for the implanting the plates ((B)(4)) specifies use of the 310.25 drill bit rather than the 310.23 drill bits involved in the complaint. Product drawings (B)(4) were reviewed during the investigation. Both bits from lot 7721125 were returned severely dull with the titanium nitride coating worn off the cutting edges and containing nicks throughout. Drill bit with lot 7695022 was returned bent about midway along the shaft suggesting that there may have been an attempt to change direction while the bit was in use. The drill bit with lot 7770905 was returned with only minor wear along the cutting edges and lands. The plate was returned with the dynamic compression unit (dcu) holes missing material along the inside edge. The damage suggests that the plate was drilled into which would cause the bits to become dull and damaged. Drilling into the plate can occur by not using the universal drill guide ((B)(4)) as outlined in the technique guide. The drill bit with minimal wear may have been the bit that drilled through bone rather than the plate. Evidence on the plate and bits suggests that user technique is likely the root cause for the complaint. The returned plate shows evidence that it was drilled into at the dcu hole where cortex screws are inserted. The damaged drill bits are therefore likely a result of drilling into the plate rather than the bone. The likely cause of this complaint is user error. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name: hsz. Device is an instrument and is not implanted/explanted. A review of the device history record revealed no complaint related anomalies. The device history record shows lot # 7721125 of 2.5mm drill bit/qc/gold/180mm was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot (blanks - 7699759) met all specifications with no anomalies noted. The raw material used to manufacture the blanks (7556443) also revealed the lot met all specifications with no anomalies noted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.